Event description:
Pt had open tlif at left l5-s1 using peek device/ infuse bone graft supplemented with posterior fixation. Post op pt reported left buttock pain. MRI and CT scan confirmed the presence of a stable approximately 1 cm round fluid collection inferior to the left 5 pedicle. The presence of a stable, small amount of epidural granulation tissue on the left at l5-s1 was also confirmed. L5-s1 interbody fusion was demonstrated on CT/MRI. A revision surgery was performed to explant the peek device and drain the fluid, with resulting improvement in pt pain level. It is unk if the infuse bone graft contributed to the reported event.